Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the final medwatch report (B)(4) was received containing the following information: desc: during transcatheter aortic valve replacement (tavr) procedure, the perclose failed in the left femoral artery. The perclose sutures were found to be broken. Upon second perclose device deployment it was noted the device sheared the artery. Additional perclose devices utilized to repair injury, however it was determined that the arterial damage was too large for closure device. It required cutdown to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the proglide devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The four other perclose proglide devices referenced are being filed under a separate medwatch MFR number. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with two proglide devices was achieved in the moderately calcified left common femoral artery using the preclose technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, both pre-place proglide devices were removed; however, when introducing a 14fr sheath into the artery through existing sutures, the sheath caught 1 of the sutures and pushed it as the sheath was being advanced, tearing the suture through the captured tissue. The suture came out with the loop and knot. As no bleeding was seen after insertion of the sheath the procedure was resumed. The tavr procedure was successfully completed and three additional proglide devices were attempted to be placed; however, the sutures failed to capture the artery. Bleeding from the site continued and surgical repair was required. A portion of the artery was damaged requiring a small graft to be implanted. The damaged portion of the artery was surgically removed at common femoral artery and a graft was inserted to replace this segment. Four units of blood were infused prophylactically due to some procedural blood loss. Total procedure time was delayed due to arteriotomy surgical repair. No additional information was provided.